Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event information is available. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Loss of connection could not be determined. The root cause could not be determined.